Event description:
It was reported by the subsidiary, that the customer had a pump stop on a roller pump. The perfusionist (ccp) for this case, found the system alarm because the level sensor and arterial pump had stopped. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the customer, their engineer checked this safety monitor and level sensor; the function of both devices was ok. The subsidiary checked this situation with perfusionist (ccp) about the location of level sensor pad on medtronic oxygenator reservoir. The ccp put the pad on 900ml, but the pad didn't attach the surface of reservoir as well. They found the problem was the location of level sensor pad on the medtronic oxygenator reservoir. Due to it's an arch surface, not a flat surface; then the system alarmed and arterial pump stopped occurred.